Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the patient experienced cardiac perforation, pericardial effusion and tamponade. When the second imaging was performed, it was thought that there was still a distance to the hinge, and the leadless ipg slipped a little bit from there and resulted in a perforation. With contrast it was confirmed that the tip of leadless ipg was perforating and the contrast agent was leaking into the pericardium. Afterwards, approximately blood was drawn via pericardial puncture, but the vitals did not stabilize and the patient required a thoracotomy operation. The patient was resuscitated, required intubation and an arterial line. A temporary pacemaker was required. The leadless ipg was not used. No further patient complications have been reported as a result of this event.